Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) occurred during initial drain was confirmed. This review finds the labeling adequate for the use error(s) in the complaint. Complaints trend was assessed in complaint trend investigation (B)(4) and is shown be stable. Baxter will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error 2240 which occurred on the homechoice (hc) during use. The baxter technical service representative (tsr) had the home patient (hp) close all clamps and transfer set, cycled power off and on. The tsr explained the alarm and hp stated a spare line clamp was left open causing 2240 alarm. The tsr explained to discard all supplies and to report alarms to peritoneal dialysis registered nurse (pdrn) the next morning. The hp would finish therapy with manuals. There was patient involvement. Product surveillance contacted the home patient (hp) on (B)(6) 2011 regarding the system error 2240 alarm. The home patient (hp) stated that the issue was resolved by ending therapy and starting over with new supplies. The cause of the alarm was due to the hp leaving the unused line clamp open. The hp verified that there were no loose connections, disconnections or defects on the supplies. Per hp, she did not receive any injury or medical intervention as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No further information was provided.